Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that a physician's office requested a battery life calculation for a patient that was experiencing a significant increase in seizures. A battery life calculation was performed using both the programming history available in the in-house database as well as the programming data provided by the physician and it revealed that the device may be at end of service. Good faith attempts to obtain additional information from the physician including the relationship of the increase in seizures to vns, the relationship to baseline levels, and whether or not any interventions will be taken have been unsuccessful to date.